Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative test result (anti-a) on a newborn sample when testing with erytype s abo confirm on tango infinity. The first testing by tube method was done at another facility with a cord blood sample from a baby born on the same day ((B)(6) 2017). The tube test resulted as a positive. Baby received a blood transfusion of 20 cc 0 positive blood and was transferred to the customer's hospital on (B)(6) 2017 where they performed the testing for the first time on the tango infinity. Customer verified this time it was a venous sample, and not a cord blood or heel stick sample. The test on tango infinity revealed blood group of 0. Without reviewing the results, the customer validated the results to lis. The newborn was recorded as o positive. Later, the customer discovered that the previous hospital typed the baby as a positive. The customer confirmed later on that the anti-a well looked mixed field and wanted to know why the tango did not call it +/-, but negative. The customer does recognize that they should have reviewed the images before validating the results. The customer returned neither the supposedly defective product for investigational testing nor the proficiency sample that had caused false a negative test result. Therefore our quality control laboratory tested their retained sample of erytype s ab0 confirm by testing 12 different blood samples and the bromelin for erytype that was used on customers side. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s ab0 confirm functions correctly. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lots. The affected tango infinity was checked by a field service engineer. The system was decontaminated. All mechanical and electrical relevant parts were checked. Performed post service verification procedure as required. Instrument is operating within manufacturer specification and returned to full operation. The checklist for metrology qualification was done accordingly with passing results. The log files did not show any issue relevant abnormalities. Usually the blood group of a just born baby (until 3 month) is not stable and customer should be careful with typing results using an instrument. Further, the customer did not review the results and sent them to lis. This is an unintended use. The review of the result images indicates that the tango infinity did correct interpretation, taking the very dark background of the wells in mind. It is likely that the reported problem is related to sample specificities.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative test result (anti-a) on a newborn sample when testing with erytype s abo confirm on tango infinity. The first testing by tube method was done at another facility with a cord blood sample from a baby born on the same day ((B)(6) 2017). The tube test resulted as a positive. Baby received a blood transfusion of 20 cc 0 positive blood and was transferred to the customer's hospital on (B)(6) 2017 where they performed the testing for the first time on the tango infinity. Customer verified this time it was a venous sample, and not a cord blood or heel stick sample. The test on tango infinity revealed blood group of 0. Without reviewing the results, the customer validated the results to lis. The newborn was recorded as o positive. Later, the customer discovered that the previous hospital typed the baby as a positive. The customer confirmed later on that the anti-a well looked mixed field and wanted to know why the tango did not call it +/-, but negative. The customer does recognize that they should have reviewed the images before validating the results. The customer returned neither the supposedly defective product for investigational testing nor the proficiency sample that had caused false a negative test result. Testing of the retain sample in our quality control laboratory is still ongoing. Images of the testing sample after patient got 20 cc of blood transfused, show the following: in the ab0 conf assay test, the anti-a well shows a negative result interpretation. The well contains some cell residues, but the background is very dark compared to normal sample result images in usual testing. In the rhd conf assay test the anti-d was identified (3+ result). Also here a dark background can be observed. The affected tango infinity was checked by a field service engineer. The system was decontaminated. All mechanical and electrical relevant parts were checked. Performed post service verification procedure as required. Instrument is operating within manufacturer specification and returned to full operation. The checklist for metrology qualification was done accordingly with passing results. The log files did not show any issue relevant abnormalities. Usually the blood group of a just born baby (until 3 month) is not stable and customer should be careful with typing results using an instrument. Further, the customer did not review the results and sent them to lis. This is an unintended use. The review of the result images indicates that the tango. Infinity did correct interpretation, taking the very dark background of the wells in mind. It is likely that the reported problem is related to sample specificities.